Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump was stuck in the fill tubing process. Customer blood glucose reading at the time of the incident ranged from 400 to 598 mg/dl. Customer treated with manual insulin injections. Customer reported symptoms related to their high blood glucose levels included atrophy in the chest, itchiness in the chest, listlessness. Troubleshooting was done. Product is not expected to return.